Manufacturer narrative:
D10 concomitant product: unknown pencil, unknown pencil (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during tonsillectomy and adenoid removal, coagulators was used in the mouth. The patient was not fully on the competitor's pad but placed on the pad sternum down which was plugged into ft10 machine to complete circuit. Suction diathermy monopolar was used for adenoids. The power was turned up by 5 as stronger diathermy power was needed. The anesthetists when puttingin the fluid into the cannular in the patients hand, felt a zap however thought it was a shard of glass from the ampule. When he did it again, he got a bigger zap. Noticed a while/gray minor burn approx. 0.5cm diameter to right index finger of the child. The pad was unplugged and continued with the same diathermy machine as they were mid procedure and a sticky pad. It is thought that the cause was the patient not being fully placed on the pad. The patient was not touching any metal. The hand with the burn mark was not touching the pad. The generator was being use to output energy through the monopolar pen for adenoids.